Event description:
During a surgical procedure a staple device did not cut completely through the tissue to perform tissue transection. The physician was able to use scissors to complete the transection cut. This was a critical patient and surgery lasted very long but the defective stapler did not extend the procedure. No adverse impact on the patient.